Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure sys. (B)(4).

Event description:
Following an uneventful novasure endometrial ablation, the pt was "complaining of abdominal pain". The pt went to the emergency room (ER) later that same afternoon and the physician determined "she was not voiding [and] there was 800cc in her bladder". The pt was "catheterized" and discharged home with an "indwelling foley". On (B)(6) 2012, it was reported the pt returned to the office (date unk) for catheter removal and was doing better.